Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. Visual inspection was performed and the reported condition was confirmed, the y-site was separated from the burette bottom cap. It was also observed that there was an insufficient amount of solvent applied. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Event description:
The pateint reported to baxter (B)(4) of a separation that occurred between the tubing and chamber during priming. There was no patient injury or medical intervention associated with this complaint. No additional information is available.